Manufacturer narrative:
(B) (4)- failure (event) observed during analysis. The reported anomaly was confirmed in the laboratory. No communication could be established between the device and the programmer. The device was cut open. A crack was observed in the ceramic telemetry substrate.

Event description:
This report is to advise of an event observed during analysis.